Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. Upon interrogation of this device, a da error message was displayed. Ts suggested that the patient perform a patient initiated interrogation (pii) at home through the latitude patient monitoring system. Uploaded data with be analyzed by boston scientific's in-house engineering. On (B)(6) 2016, the device experienced a single da error-related condition. The memory condition was correctly detected and mitigated. This represents normal device function. The device annunciated in response to this condition as expected. No further action is required. The available information suggests that this device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The reported da error was confirmed. The memory condition was correctly detected by the device and mitigated. This represents normal device function. The device annunciated in response to this condition as expected. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This device and electrode were electively explanted and replaced with a transvenous dual chamber implantable cardioverter defibrillator (ICD) and transvenous lead system. The device was received at boston scientific's return products department.